Event description:
A customer reported that an unexpected negative result was obtained with the 3-cell screening assay on the galileo echo (B)(4)) for a patient with a history of anti-e and anti-c.

Manufacturer narrative:
A review of the image files for initial testing showed that cells 1 and 3 appeared negative as expected. Cell 2 resulted as negative but visually appeared positive (1+). Results for repeat testing visually appeared as reported by the instrument. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.